Event description:
It was reported that, "the femoral cutting block did not fit properly for an appropriate distal cut. Osteophytes were removed. This is cunningham's 8th or 9th shapematch. All others fit great. Tibial block fit today but was not used to cut tibia due to the experience of the femoral block. Traditional instrumentation was used."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.